Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("check therapy pad" messages) has been confirmed. As received, the electrode belt failed incoming functionality testing, specifically a therapy electrode recognition test. The cause for the test failure and the reported messages was isolated to an intermittent open pulse wire in the trunk cable. The root cause for the intermittent open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt sn (B)(4) and reported that a patient was receiving frequent "check therapy pad" messages.